Manufacturer narrative:
Additional information: g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-hysteroscopic polypectomy, the patient complained of abdominal pain and was admitted. During hospitalization, uterine perforation and a small bowel injury were discovered. On the initial procedure, uterine anteflexion was severe, and there was a possibility that it was likely inflamed, and the uterus was in a softened state. The small intestine was also damaged since it adhered to the uterus. The patient has been discharged.

Manufacturer narrative:
D10 concomitant product: 72202536, soft tis shaver mini 72202536 truclear (lot#unknown); 7209808, 7209808 truclear control unit (serial#unknown); 7209820, 7209820 truclear footswitch (serial#unknown); 7209807, 7209807 truclear handpiece (serial#unknown); 72204753, truclear sheath 5c (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.